Manufacturer narrative:
(B) (4)(B) (6).

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure.according to the complainant, post-operatively, the patient developed a suprapubic hematoma and experienced urinary retention. Upon discharge, it was documented that stress urinary incontinence and urge incontinence were partially successful. A foley catheter was placed to treat the patient's urinary retention.during a follow-up visits on (B) (6)2008 and (B) (6)2009, the patient's pe was documented as "normal."during a follow-up visits on (B) (6)2008 and (B) (6)2009, the patient's voiding was documented as "normal."